Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site of the returned 20g x 0.75¿ safestep with y-site was confirmed. Both a physical sample and a picture were returned for evaluation. The photo was a close-up of the y-site from a 20g safestep infusion set with an orange cap attached to the y-site. White powdered residual material was seen along the transition between the device y-site and the orange cap. Microscopic examination of the y-site valve on the returned device was unremarkable. The entire perimeter of the valve stem contacted the valve housing. No pitting or gouging was present in the valve. Functional testing of the infusion set revealed that the infusion set was patent to infusion and aspiration. No occlusions were detected in the device. When the infusion set was flushed through the proximal connector, no leaks were seen along the valve or the valve housing. Initially, upon pressurizing the lumen, no leaks were observed. However, pressurizing the lumen through the proximal connector, after the y-injection site was accessed with the syringe and flushed with water, caused a small drop of water to become visible at the y-site along the edge of the blue valve stem. No continuous leak of fluid was observed when the infusion set was under a positive pressure and no continuous leak of air was aspirated through the valve when the infusion set was under a negative pressure. The blue stem of the valve moved slightly according to the pressure to which it was exposed. Under vacuum, the exposed surface of the stem was slightly drawn within the white valve housing. A positive pressure caused the top of the stem to extend slightly from the white valve housing. Any fluid that was positioned between the blue valve stem and the white valve housing appeared to be pushed out from the white valve housing under a positive pressure. No fluid bypassed the sealing edge of the blue valve stem during aspiration or infusion. Subjecting the infusion set to a sustained positive pressure revealed no continuous leaks at the y-site. Likewise, while the device was under a sustained negative pressure, no air entered the infusion set during aspiration. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ h3 other text: evaluation findings are in section h11.

Event description:
It was reported the huber needle leaked. There was crystallization on the IV tubing that connects the patient to their elastomeric pump. Add info rcvd 03/30/2021: placement info: 5fu chemotherapy through an elastomeric pump was there patient harm reported?: chemotherapy leaked onto patient¿s chest.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the huber needle leaked. There was crystallization on the IV tubing that connects the patient to their elastomeric pump. Add info rcvd 03/30/2021: placement info: 5fu chemotherapy through an elastomeric pump was there patient harm reported?: chemotherapy leaked onto patient¿s chest.